Event description:
Patient underwent an ascending aorta replacement procedure in 2006. After closure of the chest, the patient was moved into ICU. Patient condition rapidly deteriorated. Urgent reoperation was performed. Blood leaking was evidenced at the sewn seams between the main tube and the perfusion branch. Graft remained however implanted. No additional information was provided.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Method: no device evaluation was performed since the graft remained implanted in the patient. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records: no product was rejected after sewing inspection or for collagen coating defects. Method: two products manufactured within the same period than the complaint device were tested for water permeability. For these two products, tests result indicated values well within product specifications. No leakage was observed at the sewn seams. Conclusion: no conclusion can be drawn. However, a review of the intervascular post marketing data and the testing performed on similar products would tend to indicate that the device was not defective.